Event description:
It has been reported to philips that the device shut down unexpectedly. The device was in use at the time of the event however, the medical device did not cause or contribute in the death.